Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During preparation, flushing was difficult and the imaging core came out during flushing. Air ingress was observed despite following the usual flushing method. The procedure was completed with another of the same device. No patient complications occurred.